Manufacturer narrative:
H.6. Investigation: one sealed 32g x 4mm pen needle was returned from lot. No. 8261660, cat. No. 325103. Visual examination of the returned sample was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that during use the needle pulls out with a bd pn 32x4. The following information was provided by the initial reporter, translated from german to english: needles break off during use.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle pulls out with a bd pn 32x4. The following information was provided by the initial reporter, translated from (B)(6) to english: needles break off during use.